Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) and continuous ambulatory pd therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin and cefpodoxime therapies for 3 weeks (dose, frequency and route not reported) for peritonitis. The patient was discharged from the hospital two days after admission. At the time of this report, the patient was recovering from the peritonitis event. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.